Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump was shutting down. The unit was triaged and the reported issue was confirmed. The root cause of reported condition was due to the battery not holding a charge. The battery was replaced as it was outdated. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/22/2017.

Event description:
The customer states that the enteral feeding pump was shutting down.